Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Heparin, emboshield nav 6 embolic protection device. The 8.0 x 20 mm acculink is being reported under a separate medwatch report number. There was no reported product deficiency. Hypotension is listed in the product instruction for use as a known potential adverse effect of the carotid procedure. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that during a stenting procedure in the right internal carotid artery, the 9-7x30 xact stent was deployed. Due to a plaque prolapse an additional 9x30 xact stent was attempted. The 9x30 stent could not be advanced to the proper location, so it was removed. At this point, the patient developed hypotension. A rx acculink 8x20 stent was deployed, but due to the plaque, was not positioned properly; therefore, a herculink stent was used to bridge the acculink and the 9-7x30 xact. The patient was treated with a dopamine infusion and the hypotension resolved within 24 hours. Two days post procedure, the patient was discharged to home. Though requested, there was no additional information provided.